Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the threads on the unit were stripped when the surgeon turned the handle. It was further reported that this occurred when the unit was 75% - 85% into the bone and it would not turn any further. The unit was removed and another of the same size and material was inserted using the same handle.